Event description:
Patient was in recovery following successful placement. Patient on awakening, pulled on the line and the line broke at the point at attachment to the hub, leaving the rest of the catheter in the patient. The patient started bleeding and had to be taken back into surgery for a replacement line.